Event description:
This report is based on information provided by philips bench engineer and a technical engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that while the device was at the third-party bench for analysis, it was discovered that excess red coloured adhesive was applied outside of specification. As this was discovered while the device was removed from service, there was no patient involvement. No health consequences or impact occurred.